Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as due to an allergic reaction to the pd catheter; however, this was not medically confirmed and the cause has been assessed as unknown. The same day the patient was hospitalized for the event. Treatment was not reported. The patient was discharged three days after admission. At the time of this report, the patient outcome was not reported. The action taken with dianeal therapy was not reported. No additional information is available.